Manufacturer narrative:
The evaluation found the external coating material of the insertion tube was observed to be peeling with deep scratches. Additionally, the insertion tube failed the leak and insulation test due to deep cut. There are also deep scratches on the distal end plastic cover. There is a white dot on the image and the white orientation indicator mark on the control knob is faded off. The scope was repaired and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center (oci) was informed that a customer evis exera iii bronchovideoscope was returned due to a report of the failed leak test during reprocessing. Upon inspection and testing, the external coating material of the insertion tube was observed to be peeling. No patient involvement or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. Title is biomed technician. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by physical stress. The following verbiage is identified within the instruction manual, which users can detect the suggested event: "preparation and inspection - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce / prevent the suggested event by handling the device in accordance with the following verbiage: "warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance of this device.